Manufacturer narrative:
Submit date: 03/09/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that during a robotic incisional hernia repair procedure, the salem sump was inserted. Customer states there was a large amount of blood returned when the og was d/c'd or pulled. The anesthesiologist and ent were called. It was determined there was a post larynx laceration. The laceration was sutured and irrigated. Patient is okay. No additional medical intervention related to incident reported to date. The customer reports that when the distal end of the salem sump tube is bent or curved, a sharp edge is created at the drainage eyelets which caused the laceration.

Manufacturer narrative:
The manufacturing site ID has been updated to reflect the correct manufacturing site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. Three samples were received for evaluation. An evaluation was performed and the reported issue could not be confirmed. A root cause could not be determined. A corrective action is not deemed necessary at this moment. The current process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.